Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for follow-up, episodes of non-sustained rv oversensing due to myopotential oversensing were observed. Episodes of auto mode switch with oversensing were also noted. The device was explanted and replaced. The patient was in good condition.